Manufacturer narrative:
This right ventricular lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found blood/body fluid noted in the helix housing and in the neck region, tissue noted entwined in the helix and a cut noted in the lead insulation; blood noted inside the insulation due to the cut. Helix mechanism testing was not performed; tissue noted entwined in the helix was likely a contributing of the helix mechanism difficulty seen in the field. Electrical testing and x-ray analysis performed, with no anomalies noted. Analysis was unable to confirm dislodgement allegation. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to micro dislodgement. During the revision procedure difficulty was experienced retracting the helix after the initial repositioning attempt. The lead was successfully explanted and replaced. There is no evidence of additional adverse patient effects.